Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had been suffering from a urinary tract infection. Patient stated they were on 3 rounds of antibiotics first which didn't help and they went backwards and were leaking constantly. Patient asked if that could have been from the infection. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Patient added they were feeling better now and they would see how their symptoms go. They mentioned that they had been working with their manufacturing representative (rep) and a physician's assistant (pa) at their doctor's office.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.